Event description:
This initial spontaneous report originating from the united states was received from a nurse manager (also reported as office manager) via a company representative referring to a female patient of unknown age. Information regarding the patient's pertinent medical history, concurrent conditions and concomitant medications were not provided. This report concerns 1 device and 1 patient. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) (lot# and expiration date were not reported) for an unknown indication which was expelled when patient vomited (device expulsion, vomiting). The outcome of the event vomiting was unknown. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. The causality assessment was not provided. Upon internal review, the event of "device expulsion" was considered to be medically significant. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.